Event description:
The connector that allows a filter to be attached to the epidural catheter repeatedly is disconnecting. This leads to anesthetic agent being delivered to the bed and not the pt, possible infection risk and possible need to replace the catheter. It is happening repeatedly with this kit.